Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer received multiple no delivery alarms as well as having high blood glucose. The customer's blood glucose was 374 mg/dl, with symptoms such as ketones and vomiting. The customer contacted a doctor and treated with juice and sugar. The customer's blood glucose was 59.4 mg/dl at the time the issue was reported. During troubleshooting, the insulin pump passed the high pressure test, and the basal rates as well as the bolus wizard settings were found to be correct. Nothing further reported.